Event description:
It was reported that the insulin gauge on the customer's pump displayed an amount different than expected, causing a fill estimate issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support explained that this discrepancy might occur due to a large variance in measured pressures and that once the insulin matches the static number, the fill estimate would return to normal. The customer understood and acknowledged the explanation. Cust mentioned she uses fiasp, cts provided off label messaging.